Manufacturer narrative:
Follow-up #1: date of submission 08/07/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with visible evidence of moisture behind the display lens. During testing, the display screen was blank. The leak test was failed due to a display lens leak. The pump was opened, and evidence of moisture damage was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter alleged that the display screen was blank. It was noted that there was moisture behind the display and in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.